Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator incorrectly classified ventricular tachycardia (vt) as supraventricular tachycardia (sct). The device then appropriately re-classified the rhythm as vt and appropriate therapy. No intervention was required.